Event description:
An attempt was made to use an amphiprion plus pta balloon catheter in a patient. The target lesion, located in the sfa was described as totally occluded, moderately tortuous with excessive calcification. The device was inspected and prepped prior to use with no abnormality noted. However it was reported that the balloon burst on first inflation at 20 atms. It was reported that the procedure was completed with another balloon. It was reported that no health hazard was caused to the patient. Device evaluation: traces of radiopaque solution and blood could be identified within the balloon part. A kink has been identified immediately close to the strain relief. A very small leak was identified in the middle portion of the balloon.

Manufacturer narrative:
Evaluation, results: patient condition affected effectiveness of device (highly calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (highly calcified lesion). (B)(4).